Manufacturer narrative:
Investigation evaluation: an evaluation of the photos provided by the user confirmed the report on trigger cord entrapment. The first photo provided of the box with label confirmed the lot number. The second photo provided of the device in the endoscopic view showed that the trigger cord had gotten entrapped with the fist band thus confirming the report on trigger cord entrapment. Our laboratory evaluation of the product said to be involved confirmed the report. Only a portion of the device was returned. The product received was returned in an opened box; the two-way handle, trigger cord attached to the barrel with three (3) bands (two black and one amber band) were included in the return of the device. The loading catheter, three (3) black bands and irrigation adapter were not included in the return. A loading catheter from our shelf stock was used during the laboratory analysis. A visual examination of the trigger cord attached to the barrel with three (3) bands showed that the placement of the first set of beads behind the first black band had moved which resulted in a slack in the trigger cord at the distal end of the barrel. It is unknown at what point the placement of beads moved. During our laboratory analysis, the multi-band ligator (mbl) device was attached to an endoscope that was placed in a simulated gastro-intestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrel was attached onto the end of the scope. Simulated varices were placed at the end of the barrel and vacuum pulled and each latex band was fired. During the firing of the first black band and second amber band, difficulty was observed. Although the bands constricted successfully onto the simulated varices, the varices were stuck in the barrel due to the slack in the trigger cord. A visual examination of the trigger cord was performed, and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots which is within the tolerance. The trigger cord was intact and not broken. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the sub assembly device history record was conducted. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. In the additional information provided, the user indicated that alcohol was applied to the device. The instructions for use caution the user: "caution: do not apply alcohol to device." Application of alcohol to the bands can alter the properties of the bands preventing them from functioning as intended. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The additional information provided indicated that an olympus endoscope was used with the mbl-6-f. Cook medical recommends using a non ¿-f¿ mbl as there will be less length in the trigger cord to wind onto the handle spool. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope" prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the mbl-6-f was used on an olympus endoscope instead of a non "f" mbl and alcohol was applied to the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. An evaluation of the photo provided by the user confirmed the report on trigger cord entrapment. The first photo provided of the box with label confirmed the lot number. The second photo provided of the device in the endoscopic view showed that the trigger cord had gotten entrapped with the fist band thus confirming the report on trigger cord entrapment. Without return of the complaint device, a complete investigation could not be performed. A product-specific discrepancy that could have caused or contributed to this observation was not observed. A review of the sub assembly device history record was conducted. A discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. The provided photo of the device did not allow a complete investigation. A definitive cause for the reported observation could not be determined. In the additional information provided, the user indicated that alcohol was applied to the device. The instructions for use caution the user: "caution: do not apply alcohol to device." Application of alcohol to the bands can alter the properties of the bands preventing them from functioning as intended. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." The additional information provided indicated that an olympus endoscope was used with the mbl-6-f. Cook medical recommends using a non ¿-f¿ mbl as there will be less length in the trigger cord to wind onto the handle spool. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use states: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." System preparation in the instructions for use states: "attach barrel to tip of endoscope, ensuring barrel is advanced onto tip as far as possible. Note: when placing the barrel onto the distal end of the endoscope, ensure that the trigger cord does not become pinched between the barrel and the endoscope" prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additioanl comments regarding this report: based on the information provided that the mbl-6-f was used on an olympus endoscope instead of a non "f" mbl and alcohol was applied to the device, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation, the physician used a 6 shooter saeed multi-band ligator. The user said the the trigger cord was twined with band when they deployed the band [trigger cord entrapped under band]. The device was twined with varix together [difficult band deployment]. Please see details in attached pictures. Replaced [with] new device to finish the procedure.